Event description:
It was reported that the silicon covered shaft is broken which is compromising the seal.

Event description:
It was reported that the silicon covered shaft is broken which is compromising the seal.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evalualtion summary: the alleged product issue was optical visible and confirmed. Referring to the observed issues the (pre-) damages of the silicone were either caused intra-operatively or during cleaning. An external test for a biological evaluation according to din en 10993-5 showed no evidence of a relevant cytotoxic effect. Thus, although the silicone rubber is not rated as suitable for permanent implantation, no severe adverse effect is expected, as the material is rated as suitable for use with surgical instruments. This evaluation revealed that the reported event is mainly linked to design of the device but it cannot be excluded that the user had contributed to the event as described above. No discrepancies were detected during risk analysis review.